Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade damaged with a piece of the blade not returned. The device was partially tested with a generator and the device performed as required during testing, though all testing could not be completed due to the damaged to the I-blade. There is insufficient evidence related to what caused the damage. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the active blade broke off the device and fell into the patient. The blade was retrieved however it is unknown how the blade was removed. It is unknown how the case was completed. No adverse consequences reported.